Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had a gradual return of symptoms beginning about a week or more prior. The patient stated she as on the bus and the bus was rear ended on (B)(6) 2018. The patient was able to use the patient programmer (pp) to verify stimulation. It was off, ok, and 1.6. The patient stated she may have turned off stimulation but did not recall. During the call the patient successfully turned stimulation back on and saw on, ok, 1.6. The patient reported she was still shaking on the right side. No further complications were reported or anticipated.